Event description:
The switch emitted sparks and smoke. No deaths or injuries were reported. The unit has not been returned to co for inspection and may not be. All attempts have been made to have the unit returned to co. This report is being made to comply with regulatory letter 90-dt-12.